Event description:
A customer contacted beckman coulter inc. (Bec) stating that autogloss was leaking in the unicel dxc 800 pro synchron clinical system and later called back to state that the leak was no foam not autogloss. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer went on-site (B)(4) 2011 and found that leak was coming from no foam line to 2 of the valves. End of the tube fitting had expanded and tubing had become loose. Fse replaced the tubing and fitting and this resolved the issue. Fse primed the system and no further leaks were observed. (B)(4).